Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the customer's complaint of packaging defects could not be confirmed. Visual inspection acceptance criteria are "no loose foreign material (lfm) when inspected at (B)(4)magnification." No lfm could be found on device when inspected at (B)(4) magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 2 of 2. Report received from (B)(6) stating the device contained foreign debris in the sterile pouch. The device was not used during surgery. There was no pt/user injury reported. The date of event is unk. There is no additional info provided.